Event description:
It was reported that 18 days after a renal artery angioplasty treatment procedure to place an express biliary sd premounted stent, the stent separated in the middle. A genesis stent was palced in the separated stent with no pt complications. Current pt condition is reported as "fine".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant info become available; a supplemental medwatch report will be filed.